Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 63-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e shock. Veno-arterial extracorporeal membrane oxygenation was the primary support modality at the time of evaluation. During impella cp support, computed tomography imaging demonstrated that the catheter had entered a false lumen of the ascending aorta. Per physician assessment, the device placement was associated with an aortic dissection that occurred during advancement of the pump. The impella cp was removed in the operating room, where intravascular ultrasound was utilized during the procedure. The patient was subsequently escalated to an impella 5.5 device using a double-barrel configuration for continued mechanical circulatory support. The patient survived to impella cp explant.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.